Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the pump return paperwork regarding a patient receiving intrathecal compounded baclofen (concentration and dose unknown) via implanted pump for intractable spasticity. The pump was explanted on (B)(6) 2017 due to infection. It was noted there was ¿no patient injury¿. Further information was not provided. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Explant date updated from (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a business partner on 2017-jun-13 regarding a patient receiving 500 ug/ml lioresal with a daily dose of 50.03 ug/day. It was reported that the patient had involved or prolonged inpatient hospitalization. Medical history included suprapubic catheter placement. Concomitant products included nuvigil (armodafinil), vitamin d3, cymbalta (duloxetine), colace (docusate sodium), norco (acetaminophen/hydrocodone bitartrate), ritalin (methylphenidate), and ultram (tramadol). It was confirmed that the patient started treatment with lioresal (previously reported as compounded baclofen) on (B)(6) 2017. On (B)(6) 2017, the patient experienced an onset of incisional warmth, pain and was seen in the emergency room (ER). In addition, the patient experienced an increased spasticity. Laboratory tests included urinalysis, which was positive for leukocyte esterase and nitrites, however, it was felt that the sample was contaminated due to suprapubic catheter and there was no other urinary tract infection symptoms. The white blood cell count was 9.1 (units and reference range not reported). At that time an infection was not suspected. On (B)(6) 2017, the patient was medically evaluated. At the time of the visit, the nausea and vomiting had resolved. Incisional drainage was noted, and there was "no evidence of infection clinically." White blood cell count was 25.7 (units and reference range not reported). On (B)(6) 2017, the patient was admitted to the hospital with the admission diagnosis of a baclofen pump infection in order to remove the pump, which was removed on that date (pump explant date previously reported as (B)(6) 2017). On (B)(6) 2017, the patient was discharged. No additional information was provided. There were no further complications reported/anticipated.